Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as the sample has not been received at the manufacturing facility at the time of this report. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73e2600931 the staplers were functionally inspected (fired) and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. Although a lot number was not reported, one potential lot number was found through the sales history for a device history review. The potential lot number is 73c2600293, no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the first staple could not be fired during use. Therefore, the stapler was replaced with a new unit to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".